Event description:
Initial MDR reference number: 1627487-2019-04217.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient ceased charging her ipg as she was experiencing ineffective stimulation (related manufacturer reference number: 1627487-2019-04026, 1627487-2019-04027 and 1627487-2019-04029). Patient's system was subsequently explanted.